Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A lot history review (lhr) of huya0317 showed no other similar product complaint (s) from this lot number.

Event description:
A 7 fr tunneled dual lumen hickman catheter was inserted on (B)(6) 2014. Removed on (B)(6) 2014 because pt c/o hearing pop after white port of catheter was flushed. Pt also experienced pain at catheter site. Catheter was noted to be perforated.